Event description:
A peritoneal (pd) patient reported to customer service that island dressing has been causing skin irritation and rashes on patient stomach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).